Manufacturer narrative:
Imaging review: a review of images was performed. The 6-month transthoracic echocardiogram (tte) dated (B)(6) 2023, noted the imaging was limited. There was no obvious stent fracture observed. Mild tricuspid regurgitation with an estimated right ventricular systolic pressure of 28 millimeters of mercury (mm hg) mmhg + central venous pressure (cvp). Moderate pulmonary regurgitation and a mild proximal flow gradient were noted. The peak pulmonary valve (pv) gradient measured 29 mmhg. The 1-year tte dated (B)(6) 2024, identified a a peak pv gradient of 32 mmhg. The pulmonary regurgitation (pr) was not well visualized. In conclusion, the harmony device was well seated with mild trans-valvar gradient. There was moderate regurgitation at 6 months and although the images were limited, there were no indications that there was more regurgitation at the 1 year echo. There was no obvious frame distortion on the echo images. Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 months following the implant of this transcatheter bioprosthetic pulmonary valve, an echocardiogram identified leaflet calcification. Radiography noted at the 6-month and 1-year markers a type 1 stent fracture without loss of stent integrity. Patient symptoms were not reported. No treatment reported.